Event description:
The customer reported the unit doesn't finish booting up, no pt involved. Also the unit is not capturing images.

Manufacturer narrative:
The system was tested, found to be operating as intended, and released to the customer for use.